Manufacturer narrative:
(B)(4). The testing and investigation results confirmed the complaint. A balloon split was identified. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported a balloon burst. While replacing the gastrostomy tube, the balloon burst.